Event description:
It was reported, the physician sounded the uterus to 11.5-cm and measured the cervix to 6.5-cm. Physician set the minerva es handpiece to 5. After dilation, the device was inserted into the patient and failed the uterine integrity test, indicating uterine perforation, which was confirmed hysteroscopically. Procedure was aborted immediately and patient was kept for observation for 24 hours.

Manufacturer narrative:
Minerva es performed as intended by identifying and warning the user of a uterine perforation. Based on the manufacturer's investigation, the reported perforation most likely caused by user error. The uterus was perforated during patient preparation (sound measurement of the uterus) or during the manual manipulation of the handpiece during insertion. Based on the sounding measurements provided by the physician, this patient was not a candidate for the minerva es endometrial ablation procedure per product labeling. The safety and effectiveness of the minerva system has not been fully evaluated in patients with a uterine sound measurement greater than 10 cm. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. There were no reports of system errors during the procedure. The controller operated as intended. The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. The relationship between the device and the reported adverse event could not be established.